Event description:
On 10/20/96 arrived on scene to find a male in cardiac arrest. Crew attached electrodes and powered the unit on and got "disconnect charger". They performed CPR until the paramedics arrived and took over pt care. The pt was transported to the hosp where he later was pronounced.